Manufacturer narrative:
Evaluation results: patients condition affected the effectiveness of the device (severely calcified lesion with 90% stenosis). Inherent risk of procedure (stent deformation). No results available since no evaluation was performed. (No device received for evaluation). Conclusion results: device failure related to patient condition (severely calcified lesion with 90% stenosis). Unable to confirm complaint (no device received for evaluation). Known inherent risk of procedure (stent deformation). (B)(4).

Event description:
Evaluation summary the distal tip was flared. Initial mandrel movement failed due to a kink on the inner lumen. The 6th, 7th, 8th and 9th proximal stent segments were deformed with numerous struts raised and partially overlapping due to kinking of inner lumen. A number of struts were raised on the 1st, 13th and 14th proximal segments. The remaining segments were intact.

Event description:
The physician was attempting to treat a lesion located in the lad but the device failed to cross the severely calcified lesion which exhibited 90% stenosis. The device has been prepped prior to use. The lesion had been pre-dilated with an unknown balloon. It was noted upon removal that the stent was damaged. The physician dilated the lesion again and switched to another device to complete the procedure. No patient injury occurred and no clinical sequelae were reported. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).